Manufacturer narrative:
Previous rescue tape applied to driveline was reported under MFR# 2916596-2021-00931. Evaluation for the submitted photograph of the patient¿s driveline confirmed damage to the external portion of the patient¿s driveline; however, a specific cause for the damage could not conclusively be determined through this evaluation. A photograph of the distal portion of the patient¿s driveline was submitted which confirmed a tear in the silicone jacket. The bionate layer was visible but did not appear damaged. Rescue tape was also observed around the damage and bend relief. The submitted x-ray image of the driveline revealed an area of thinning of the metal braided shield approximately 2¿ from the controller connector. The submitted log file captured intermittent pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended and no other unusual alarms or events were captured. The account elected not to do a driveline repair and decided to just rescue tape the driveline at this time. No product will be returned for evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07 oct 2015. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had superficial damage to the outer layer of the driveline, leaving wires exposed. The patient has had their driveline rescue taped in the past. The patient did not have any device alarms or power changes. X-rays provided revealed thinning at the bend relief area of the driveline.